Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, 11 months due to degeneration leading to severe symptomatic aortic stenosis and regurgitation. The patient presented with decompensated acute on chronic heart failure. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The procedure concluded with no complications and the patient tolerated the procedure well and went to ICU to recover. The patient was discharged home with home health care on pod #7.